Event description:
Additional information was received indicating that the device was reprogrammed to resolve the undersensing. The patient was stable.

Event description:
It was reported that there was a decrease in sensing that resulted in undersensing on the right atrial (ra) channel. Technical support was contacted and reprogramming was recommended to resolve the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a decrease in sensing on the right atrial (ra) channel. Technical support was contacted and reprogramming was recommended to resolve the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.